Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection, the legal manufacturer's final investigation results and the associated h6 codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection. Issue 1 ¿ during the inspection, the no image symptom reported could not be confirmed. Based on the results of the investigation, as the issue could not be reproduced, root cause could not be determined. Issue 2 - during the inspection, the clock of the device was either off, had stopped, or experienced time lag symptom reported was confirmed. The date and time were not being stored due to a faulty clock unit. Note that per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center did not have an image and the clock of the device was either off, had stopped, or experienced time lag. The issue occurred during general routine check. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.